Event description:
Caller reported that insulin gauge displayed an amount different than expected, with the pump showing a current fill estimate of 0 units. There was no adverse impact to the customer's blood glucose level. Caller completed necessary steps to remove air from cartridge, used room temperature insulin, and did not reuse or overfill cartridge. Technical support guided caller through filling and loading a new cartridge, leading to displayed and expected values aligning at 190 units. Caller was advised to call back if any further issues occurred.